Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_cath, lot/serial #: unknown, implanted: unknown, explanted: unknown, product type: catheter, ubd: unknown, UDI #: asku. Device evaluated by MFR: the returned pump passed non-destructive testing. No anomalies were identified. The catheter was not returned. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who had been receiving an unknown medication via an implantable pump for spinal pain. Per the device interrogation, the device had been programmed to deliver 10.0 mg/ml of dilaudid at 12.014 mg/day, 13.0 mg/ml of bupivacaine at 15.618 mg/day, and 8.0 mcg/ml of baclofen at 9.6109 mcg/day. The device was returned to the manufacturer on 2018-sep-06 without any information. Additional information was received from the healthcare provider on (B)(6) 2019. The hcp reported the patient's pump was replaced on (B)(6) 2018 due to a tube cracking in the pump. No further complications were reported or anticipated. Additional information was received from the healthcare provider (hcp) on (B)(6) 2019. The hcp clarified there was a crack in the catheter, not the pump. However, the hcp then indicated this issue began on (B)(6) 2019 with the patient's current infusion system {please refer to MFR report number # 3004209178-2019-10827 regarding this event}. The serial number of the affected catheter was not provided. It was indicated the serial number was unknown. The report that the patient's pump was replaced on (B)(6) 2018 due to a tube cracking was not clarified any further.